Event description:
It was reported that insulin leaked at the connector after a supply change, with the user noting a bent segment of the contact detach infusion set tubing at the connector interface; the event was associated with elevated glucose reaching 329 mg/dl and involved the ilet system. Customer care provided support that included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage related to a seal issue, consistent with a fluid leak involving the connector/coupler component. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.